Manufacturer narrative:
This report was sent in error. Refer to correct emdr report # 1218950-2018-02375.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device's button was not functioning. There was no reported patient involvement/adverse patient impact.